Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used soft-sensor and performed visual inspection and found sensor needle bent inside sensor base. We were unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that an unexplained re-initialization occurred after inserting the sensor. The insulin pump kept alarming meter blood glucose now. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.